Event description:
Hamilton medical ag received the following incident description:"oxygen supply failed message appeared during ventilation. Device had to removed from patient and alternative ventilation was needed." Patient was not harmed.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause of this complaint was the air inlet mixer valves not opening properly. In consequence (correction) the mixer valves were replaced. No patient or user harm was reported.

Event description:
Hamilton medical ag received the following incident description:"oxygen supply failed message appeared during ventilation. Device had to removed from patient and alternative ventilation was needed." Patient was not harmed.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing.